Event description:
The manufacturer received information alleging ventilator inoperative error code was found on a garbin evo device. The device was not in use on a patient at the time of the occurrence. The garbin evo device was being evaluated at the third-party service center when the issues occurred on the device. During the evaluation it was noted that error code, motor shutdown (e-0110), was observed on the device's error log. The third-party service technician evaluated and determined the system printed circuit assembly (pca) had caused the error code to occur on the device. In conclusion, the device's system pca was replaced to address the issue. The third-party service technician performed the system leak verification test, and it failed on the device. The third-party service technician evaluated and determined the gasket was not seated properly on the device causing it to fail the system leak verification test step. In conclusion, the device's gasket was reseated to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower assembly, machine flow sensor, in-line proximal filter, and blower bellows were replaced for contamination unrelated to the reportable issue. The front panel, main housing, fio2 housing, and base assembly were replaced for physical damage unrelated to the reportable issue. The muffler assembly, air foam inlet filter, and particulate filter were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.